Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon sequentially tapped the bone then placed his 7.5 x 100 mm screw into the pelvis. When almost all the way down, the screw began to squeak and the driver tip broke off into the head of the screw. It could not be retrieved, but it was low enough that a rod could be reduced and final tightened.